Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 5 months post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a 33mm valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was severe mitral regurgitation caused by a flail leaflet. No additional adverse patient effects were reported. Per the pathology report completed by the facility, multiple areas of the valve were partially covered with a white thick fibrous tissue. The leaflets of the valve were discolored with a fibrous consistency and focal areas of calcification measuring up to 0.5 cm. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common mechanisms which could lead to regurgitation. Calcification would be one of the common causes for these failure modes. Calcification is an inherent risk of bioprosthetic valve replacement and can be a patient-related condition. However, without the return of the valve for analysis, a root cause of the regurgitation cannot be determined. If information is provided in the future, a supplemental report will be issued.